Event description:
It was reported that a patient experienced a break in aseptic technique which caused an infection in her stomach coincident with peritoneal dialysis (pd) therapy. The cause of the infection was reportedly due to the patient having a cold for two weeks and subsequently not washing her hands properly during this time. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated for the infection with unspecified antibiotics ¿in bag¿ and heparin (doses, frequencies, routes and duration not reported). Due to the occurrence of an unspecified stomach infection, peritonitis is unable to be ruled out. At the time of this report, the patient was recovered from the event and dianeal/extraneal therapies were ongoing. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this potential peritonitis event was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.